Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site. The patient underwent a procedure wherein the ipg was replaced and the pocket site was relocated. The patient was doing well postoperatively and the explanted ipg will not be returned.